Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported groshong PICC line kinked and leaked in 1 month period at winged site. They cut the catheter at kinked and leaked position and connected new groshong repair kit to resolve the issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked groshong PICC line is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC line was returned for evaluation. Visual observation of the photograph shows an inserted groshong PICC line with gauze behind the PICC. A section of the PICC line is observed to have a sharp bend. A possible permanent kink impression also appeared visible in the vicinity of the bend. No obvious hole or leak could be discerned. Blood residue can be observed on the gauze. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.